Event description:
It was reported that during preparation of an armada 35 percutaneous transluminal angioplasty (pta) catheter, the device was flushed and a leak was noted on the shaft distal to the balloon. Additionally, the tip was noted to be stretched. The device was not used and there was no patient involvement. Another armada 35 pta catheter and a supera stent were implanted to treat the target lesion in the right superficial femoral artery. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and one incident was identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.